Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the right atrial (ra) and right ventricular (rv) setscrew seal plug. Next, the pacing, and sensing functions of the device were verified to be operating normally. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that during the implant of this pacemaker, noise was intermittently oversensed on the right ventricular (rv) lead channel, when the pacemaker was in the pocket and hand pressure was being put on the pocket. As a result of the intermittent noise oversensing, loss of capture and pacing inhibition, less than 2 seconds, were also observed. Ultimately, this pacemaker was removed and replaced. This occurred prior to pocket closure. No adverse patient effects were reported.